Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit alarming with a yellow wrench and audible alarm was confirmed via the returned mobile power unit (mpu). The mpu (serial number (B)(6)) was returned and evaluated at the service depot. During evaluation, the unit was plugged in, and an audible alarm was active, confirming the reported event. The patient cable was replaced with a known working cable and the issue resolved, indicating an issue with the patient cable. The entire mpu was forwarded to product performance engineering (ppe) for analysis. During evaluation, the reported event was confirmed upon plugging the unit in. The mpu patient cable was then tested for current leakage and the red wire (echo) did not pass due to electrically shorting to the cable shielding; this would result in the audible alarms observed during testing. The outer jacket of the cable was dissected to reveal two breaks in the red wire, which was electrically shorting to the cable shielding, causing the reported event. Additionally, it was noted that the mpu was returned to ppe with a damaged ac power cable. The root cause of the reported event was determined to be damage to the insulation in one of the underlying wires in the mpu patient cable, causing the unit to alarm. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was recently issued to the patient and within a couple of weeks it started alarming with a yellow wrench illuminated and beeping tone as well as illuminated green power circle. A new mpu was sent to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.